Manufacturer narrative:
The device was returned, however, an initial evaluation has not yet taken place, and the investigation is still ongoing. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that her olympus visera 4k uhd camera control unit was presenting error code e117 during preparation for use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and device evaluation. The olympus service center could not confirm the customer's event as it could not be replicated. No device problem found. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.